Event description:
An 80-watt ktp laser fiber introducer to begin vaporization of the prostate. The laser fiber ruptured and had to be retrieved. A second laser fiber introduced and it ruptured and again was retrieved.